Manufacturer narrative:
The reported complaint of a cool line catheter leak was confirmed during function testing. A pinhole leak was observed at the middle of distal balloon. No physical damaged observed on the returned catheter during visual inspection. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of distal balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported catheter leak was due to a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for cool line catheter with lot number 85025.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized with head trauma and underwent ivtm therapy for fever control. On day 7 of treatment, the customer observed the saline on the bag volume decreasing (more than 200ml) and saline fluid on the condensate pan. Leak from airtrap was confirmed. The physician decided to discontinue the ivtm treatment because it was on day 7 of treatment. No known impact or consequence to patient information was available.